Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient first noticed that the subject meter was allegedly reading inaccurately low on ¿(B)(6) 2015 at 10:00am¿, although no results were provided for this date. The patient manages his diabetes with insulin pump therapy. He reported, for ¿two weeks¿, he ¿skipped dose or stopped medication¿. It is not known whether the patient developed any symptoms as a result of the alleged inaccurate low readings. He alleged, on ¿(B)(6) 2015 at 9:00 am¿, during a doctor¿s office visit, he obtained readings of ¿167 mg/dl¿ on the subject meter and ¿428 mg/dl¿ with the doctor/clinic meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls outside lfs¿ accuracy criteria. The patient also alleged that the healthcare professional changed his medication and advised him to contact lfs. During troubleshooting, the cca noted that the subject meter was set to the correct unit of measure setting, the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. However, the patient did not have control solution with which to test the meter and test strips. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. No symptoms suggestive of severe hyperglycemia were documented and neither did the patient receive medical intervention for an acute diabetes excursion. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 3/9/2015 device evaluation. The lay user/patient¿s meter and control solution have been returned on 2/6/2015 and 2/6/2015, evaluated by lifescan product analysis on 2/19/2015 and 2/6/2015 respectively with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The control solution involved with this complaint had no testing performed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.